Event description:
It was reported that via review of remote transmission, over-sensing of noise was noted on the right ventricular (rv) lead. There were no adverse health consequences, the patient was stable and will be monitored.